Event description:
It was reported that this patient requested technical services (ts) to provide reports of a previous interrogation performed on the pacemaker. The patient indicated her physician believed there was an unspecified issue and thought a consult transmission was performed. Ts indicated that the physician is in charge to provide reports to her. Subsequently, the patient indicated she was implanted with a catheter and two stents, so that could have been the cause of her symptoms. Ts recommended to establish care with a cardiologist. Attempts to obtain additional information were unsuccessful, no further details were known. This pacemaker remains in service and no adverse patient effects were reported.